Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative on (B)(6) 2017 regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for failed back surgery syndrome and spinal pain. It was reported that the patient¿s pump was replaced after the home infusion company indicated that the pump had shut itself off and they restarted it. It was also reported that the reservoir amount seemed inaccurate. It was indicated that the event occurred at the last pump refill by the home infusion company. Per the manufacturer¿s representative, no patient symptoms were submitted or shared. It was unknown if any troubleshooting was performed related to the event. The cause of the product problem was not determined. It was stated that the issue was resolved by replacing the pump. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed no anomaly. As per the pump¿s log, the pump administered hydromorphone with concentration 22.0 mg/ml at a dose rate of 18.805 mg/day and bupivacaine with concentration 2.6 mg/ml at a dose rate of 2.2224 mg/day as of (B)(6) 2017. The previously applied results code and conclusion code are no longer applicable.